Event description:
It was reported that the patient presented prior to procedure. Prior to generator changeout, the physician decided to prophylactically replaced the reported riata right ventricular lead due to recall status. There was no allegation of malfunction on the reported lead. The patient was in stable condition.